Event description:
It was reported that an ilet pump overheated, the enclosure opened, and the display became unusable, after which the user discontinued pump therapy and reverted to multiple daily injections; the issue involved a display component and was characterized as a bond failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem associated with the display, consistent with a loss of or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.